Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device freezes. It shuts down on its own. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device freezes. It shuts down on its own. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 800.800 as a result device software was reflashed. Review of the pump module error logs confirmed software error. After reflashing device software, functional testing revealed pump module functioned properly without further software issue. Based on the findings, service determined that the reported issue was due to software issue. Device history record: a review of the device history record showed the device had a manufacture date of 02dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device freezes. It shuts down on its own. No additional information was provided. There was no patient involvement.